Manufacturer narrative:
Continuation of medical device: product ID 8780, serial# (B)(4), product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine and dilaudid at unknown doses and concentration via an implantable infusion pump for malignant pain. It was reported that the patient had an infection. It was reported that the patient had drainage from the lumbar surgical site. The area of the infection was the catheter track and spine. The patient experienced increased confusion for 2 weeks. It was reported that the pump had been providing excellent control of pelvic pain. It was reported that the confusion began in (B)(6) 2018. It was also reported the infection occurred on (B)(6) 2018. IV antibiotics were given to the patient. The patient was being treated with vancomycin, flagyl, and metronidazole. It was reported that the patient treatment was ongoing and they were in the hospital. No further complications were anticipated/reported.